Event description:
The explant form was written in spanish and difficult to read. From what was translated it appears that the device was explanted due to some type of sustained trauma. Explantation/reimplantation surgery was performed in 2002. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.